Manufacturer narrative:
(B)(4). A device history record review was completed for provided material number 306547 and lot number 0044854. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample was received for evaluation by our quality team. The sample came in a plastic bag together with a tubing extension set. It has no packaging flow wrap nor tip cap. A visual inspection was performed. The luer tip is broken and the luer tip missing is in the tubing connector. It could be possible for this defect to occur if too much torque was used when connecting the tubing set connector. Investigation conclusion: based on the investigation carried out and with the sample analysis the symptom reported by the customer is confirmed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Root cause description: this lot was produced for 1.6mm units; therefore, the cpm is 0.61. Probable root cause. The breakage of the syringe luer tip could be caused for over torque when connecting the tubing set connector. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syr 10ml pump compatible saline 10ml fil had the tip break off. The following information was provided by the initial reporter: "material no: 306547, batch/ lot no: 0044854. It was reported that the flush tip broke and was stuck inside the tubing. Verbatim: flush tip inserted into med tubing broke and stuck into the med tubing"